Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. No phone number provided. The service engineer (se) inspected the device and confirmed the reported issue. The customer declined service/repair of the device.

Event description:
It was reported that the ventilator generated a air valve liftoff failed error code. No patient involvement. Event date not specified; estimate used.